Event description:
It was reported by service report that the head end jack will drift down with or without weight applied. The siderail, it only latching up intermittently. It is unk if there was pt involvement, however, no adverse consequences are reported.